Event description:
The customer reports the device is no long able to charge using the ac power module and need to replace it. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device is no long able to charge using the ac power module and need to replace it. There was no reported pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.